Manufacturer narrative:
(B)(4). The analysis results found that device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator over-traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was used to clip the cystic artery on the first firing, the jaws locked down on the structure and would not release. The surgeon kept squeezing the trigger over and over and finally it released. The surgeon stated that the clip did not look as if it had formed properly. Another device was used to complete the case. There was no adverse consequence to the patient.